Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during removal of the stent from the guide catheter, it was noted that the stent fell off from the stent delivery system passing through the y connector. The stent was removed and the lesion was better prepared. The procedure was completed with another 3.00x28 synergy stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a heavily calcified vessel. A 3.00x28 synergy drug-eluting stent was advanced but high resistance was encountered and the device failed to cross the lesion. The stent was removed from the patient and it was noticed that the stent decrimped from the delivery system inside the y connector. The procedure was completed with another synergy stent. No patient complications were reported.